Event description:
It was reported that during a follow up, increased capture threshold and high pacing lead impedance were observed. The lead was explanted.

Manufacturer narrative:
A partial lead was returned in two sections. An external insulation abrasion was noted at 44.9cm - 45.2cm from the distal tip. The etfe coating on one of the cables was abraded at this location. An external insulation abrasion was noted at 44.1cm - 44.3cm from the distal tip. The etfe coating was intact. These abrasions were consistent with lead friction to the ICD can. This is consistent with the observation from the field of a capture threshold problem when the lead was in contact with the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.